Event description:
It was reported that the patient felt pain in the pocket area. The doctor explanted the system and replaced it. There were no additional adverse patient effects. There is no evidence of malfunction.